Event description:
Customer reported blood glucose results of "420 something" mg/dl on the compact system and "140 something" mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Customer discarded the system, replacement was sent.